Event description:
On 12/7/93 the pateint underwent a right femoral to dorsalis pedis insitu saphenous bypass with segmental replacement of right dorsalis pedis bypass with saphenous vein and thromboendarterectomy of the forgarty catheter was inserted all the way up from the foot to the groin and coming out through the open saphenous vein the balloon was cut off and a 2 mm. Valve head was attached along with a 36 inch length of 5-0 prolene. It was pulled back into the saphenous veina dn controlled with a soft jaw spring clamp. The old umbilical vein was amputated off. An endarterectomy starting up under the inguinal ligament was started to remove all the internal hyperplasia going the entire length of the common femoral down the superficial femoral artery which was dissected out and ligated distally to harvest a piece of sfa to be used as the endartectomized patch. A hole was made in the profunda (posterior wall) which has closed with running 7-0 prolene. After improving the outflow to the profunda the saphenous vein was brought over and sewn into place where the superficial femoral artery had been amputated off. It was sewn with 5-0 prolene running continuous fashion around the side then a separate one was run on up the endarterectomized vessel. It was flushed prior to making hemostatic. All clamps were removed. Then several passes were made with the valve stripper. The valve stripper came apart. Valve cutter kit 2 mm. Cutter was being used and broke off about halfway down the vessel. Another kit was opened to retrieve the valve stripper head and it was extracted through a side branch in the calf. Then they utilized leather retrograde valvulotomes through side branches to lyse the remaining valves. They ligated several more retained av fistulas and still did not have a good pulse or they took a 2 mm. Valve cutter and put it on a fogarty and reintroduced it through the distal saphenous and passed multiple times to lyse the valves without a guide-wire. At the end they had a good reasonable pulse, instilled heparinized saline in it and controlled it with a soft bulldog clamp. They then tunneled subcutaneously over to the dorsum of the foot. A short segment of the dorsalis pedis was amputated out due to extensive disease and then sewed the proximal dorsalis pedis into the side into the underneath side of the saphenous vein graft. Once flushed then spatulated the distal anastomosis into the distal dorsalis pedis.12/10/93, pateint returned to surgery for thrombectomy of distal right femoral dorsalis pedis insitu bypass graft, ligation and retained av fistulas. Post-op pulse present with right foot cap refill, patient ambulating and later discharged.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.